Event description:
It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although resistance was met, thumb advancer deployment was completed. After clip deployment, bleeding continued. Manual compression was applied for 4 to 5 minutes to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: eval of the returned device revealed the exchange sheath was stretched and torn by the clip tines. One of the locator wings was broken but remained secure within the locator. A possible cause for the exchange sheath stretching may include an inadequate blunt dissection of the access site. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced, creating resistance to the thumb advancer deployment as reported. Subsequently, the sheath elongates which can cause interference with clip deployment because the clip tines will puncture the distal end of the sheath as observed. Additionally, tissue compaction can bend the locator wings and eventually break them during the removal of the device. Based on the investigation findings, the most probable root cause for the stretched exchange sheath and broken locator wings is related to the operational context in which the device was used. No mfg or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.